Manufacturer narrative:
The explanted devices were discarded by the medical facility. Additional suspect medical device components involved: product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-50. Serial: (B)(4). Product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-70. Serial: (B)(4).

Event description:
A report was received that the patient was explanted due to infection. The patient was experiencing redness and itching around the ipg and lead sites. The patient was also experiencing a fever. A culture was taken and tested positive for a staph infection. The patient was placed on antibiotics. The physician believes the cause of the infection was likely to be that the patient is immunocompromised and also that the patient went swimming a few days prior to the onset of the symptoms.